Manufacturer narrative:
(B)(4). After further investigation it was determined that this is a duplicate submission of (B)(4). All additional information will be provided in report number 1416980-2013-19863.

Event description:
It was reported that the tip of a syringe broke off and stuck in the fill port of a bolus infusor device. This occurred while filling the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.